Event description:
Customer called stating that they could not see all off the numbers fully on the display. They say that they are only able to see part of the numbers. A review of the system was conducted while on the phone with the customer. It was determined that segments of the display were missing. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.